Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient's parent reported that in the morning, the patient was nauseous and vomiting. The cgm was reading low and when the parent checked, the bg reading was 479 mg/dl. The parent did not treat him and instead took him to the hospital at around 12:00pm. The doctor confirmed the high glucose with a bg of 366 mg/dl while the cgm continued to read low. The patient was given zofran, lantus insulin, and fluids. He was discharged after about 3 hours, at 3 pm. At the time of the report the patient¿s bg was normal and he had no symptoms. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.